Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the event was attributed to an electrical component problem, however, a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the broncho videoscope's image was blacking out and was not being displaying. The issue was found during setup/inspection prior to clinical use.